Event description:
The reporter stated the surgeon was inserting a single piece silicon toric lens model aa4203tf and the lens tore. Additional information has been requested from the facility, however, none had been forthcoming. If additional information becomes available a supplemental medwatch will be submitted.

Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.